Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pocket discomfort. It was mentioned that the ipg was superficial to the skin. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pocket discomfort. It was mentioned that the ipg was superficial to the skin. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4).